Manufacturer narrative:
The pump was received with intermittent button response due to a flattened esc button dome switch. Inspected the connector on the lcd and no unlocked keypad connector was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump act button was unresponsive. Customer was unable to press button easily and unable to set the prime. Customer's blood glucose was unknown.